Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis seems to be re-setting/re-starting while trying to pull medications. A field service engineer tested all drawers, doors, and the room in the hardware test application, and no shutdown occurred. Wiggles of all auxiliary pyxibus cables had no effect. Inspection of all pyxibus cables revealed no wear or issues. While letting the device sit, it randomly black-screened and powered back on. The outlet was tested, showing a voltage range of 118.6-121.5 volts. After rebooting, the device shut down again about five minutes later. The power supply was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es re-starting while trying to pull the medications. The customer reported that the issue was happening on multiple meds or when they were just trying to log in. There were no adverse events or injuries reported as a result of this incident.